Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: distal end cover had scratches and worn glue; switch#1 has a cu; control knob movement has a play; distal end plastic cover had deep dents and scratches; objective lens had tiny chip and peeling cement; light guide glue lens had old glue; bending section cover or distal sheath rubber had crack on both sides; and air/water channel clogged due to foreign material inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope, the jet channel is blocked. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, and g2 health professional of the initial medwatch. The information was inadvertently left out. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from air /water (a/w) cylinder. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.